Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer could not reproduce the reported bed issue. No further service was performed. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon called to report that a patient informed of vision problems three days post refractive procedure. The next day the surgeon confirmed that patient's vision was blurred and that the patient was frightened. Hospital technical service employee reported the laser bed moved by itself during surgery set up for this patient. Bed joystick had to be held to keep a position. Ablation was completed successfully with no harm. Another visit is planned or this patient coming up. This patient had astigmatism and the doctor stated that the patient needs time after surgery for proper vision to return. The surgeon confirms that there was no problem with the bed during ablation. Upon follow up, hospital technical services checked the bed by having three people sit it. The bed did not move down. It was reported to be ok. Upon additional follow up, the surgeon confirms that there is no patient harm. The surgery was performed in both eyes and the patient has to get used to it. No post-operative complications were noted at follow up appointment.